Event description:
Customer reported error conditions of voteouts (a non-numeric results) for differential results, pc2 errors and incomplete needle pierce errors when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and replaced the sheath restrictor line and adjusted the stabilyse pump. (B)(4).